Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user's son, who reported that a pin in the front right leg broke during use causing the end user to fall to the ground and hit her head. She received a CT scan and x-rays that revealed a left broken shoulder. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.

Manufacturer narrative:
Drive devilbiss evaluated the device and the evaluation revealed signs of wear. The missing pin the customer claims is the detent button on the back right wheel. This fell out due to severe stress on the detent button which caused it to shear. The stress caused deformation in the accompanying slot on the frame of the rollator as well. This was done due to extreme external forces. The pin falling out was a result of the stresses that caused the collapse.